Manufacturer narrative:
Rod bender surface witness marks noted both above and below fracture initiation area. Microscopic examination identified a highly angulated fracture surface with progressive striations, which provide some evidence of cyclic fatigue. Subsequent fracture surface angulation change, with material disruption, and associated riverlines provides some evidence of overload as the mechanism of final fracture. Dimensional inspection confirms both sides of the rod diameter are within print tolerance. Rod bender surface witness marks noted above fracture. Microscopic examination identified an angulated fracture surface and progressive striations, which provide some evidence of cyclic fatigue. Subsequent fracture surface angulation change, with additional material disruption, the presence of "shear lips" and associated riverlines provide evidence of single cycle overload as the mechanism of final fracture. Dimensional inspection confirms both sides of the rod diameter are within print tolerance. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): these parts are not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l1-l2 and l2-l3 with fixation at t10-l4. It was reported that the patient underwent a revision surgery approximately 10 months post-op to remove rods that were broken. During the removal it was found that fusion was complete. No patient complications were reported.

Manufacturer narrative:
The rods have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.